Manufacturer narrative:
(B)(4) - (accordioned). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Over 18. It was reported to boston scientific corporation, that a hydra jagwire guidewire was used during a calculus removal procedure, in the bile duct of a male patient. According to the complainant, during insertion, difficulty was encountered while attempting to advance the device. The guidewire could not be advanced further. The device was removed and it was found to be accordioned proximally, 20cm. From the distal end. No defects were noted on the device during removal from the packaging. The procedure was completed with another hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.